Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the left ventricular (lv) also exhibited intermittent capture. The lv lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
The reported event was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon interrogation, patient's left ventricular(lv) lead exhibited a loss of capture and dislodgement. The patient was stable.